Event description:
It was reported that during an unspecified urology procedure, the balloon catheter failed. An 10cc liwg kit had been selected for use. At an unspecified time, during the procedure, it was reported that the balloon "would not work". The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "fine".